Event description:
Hill-rom technician alleged that the foot end brake casters did not hold in the brake mode.

Manufacturer narrative:
Technician found the caster teeth were worn. He replaced the brake casters and the brakes functioned properly. The stretcher was found out of service in the bed shop and there were no alleged injuries.